Event description:
Received report of air-in-line distal to the air eliminating filter. It was reported that an adult patient came into the ER with an acute transient ischemic attack. Pt had a peripheral IV inserted with an unspecified fluid infusing. It was reported that the clinician was having problems with air being allowed into the line distal to the filter and required repeated tapping on the filter to eliminate the air. A CT scan showed severe carotid stenosis, and the patient required treatment with tpa and carotid stent placement. The patient had a post-procedure CT which then showed an air embolus in the brain. The customer was unable to determine the absolute cause of the embolus, but there were no reported adverse patient effects. The patient recovered with no further problems. Additional information was requested, but no further information was provided.